Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer reports higher readings with her bd logic than her other meter. Analysis run on clark error grid using competitive reading (57) as ref point vs bd readings (157) yielded data points in the d range of the grid, outside of acceptable limits.